Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire tip detached exposing the corewire tip. A visual examination of the guidewire revealed that the distal tip was partially detached, exposing the metal corewire tip. The complaint was confirmed. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a bile duct stent deployment procedure performed on (B)(6) 2014. According to the complainant, during preparation, when the jagwire guidewire was inserted into a tandem cannula, the physician noticed that the hydrophilic tip detached exposing the corewire tip. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.